Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing leg weakness. It was unknown if leg weakness was device related or not. The patient underwent an explant procedure.